Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received a shock while in palliative care. Upon interrogation of the device, the patient received one inappropriate shock for rapidly conducted af. There were 3 other episodes of aborted shocks. The patient's device was deactivated. The patient was stable.